Event description:
It was reported that, during the procedure a contour ureteral stent was used, when the stent was inserted, it became bunched up on the wire and would not advance into place. Another of a different lot was opened and it was inserted into the ureter without any difficulty. When attempted to place the stent on the right side, the stent became bunched again. No patient complications were reported. This report is one of two complaints that pertain to the same event (MFR. Report # (B)(4)).

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of a stent buckled inside the patient. G2: user facility number: (B)(4).